Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited low out-of-range pace impedance measurements less than 100 ohms. The device was reprogrammed to vvi mode. The patient's pocket also "twitched" which could be reproduced with device pacing. Boston scientific technical services (ts) discussion and troubleshooting revealed no device or lead issue that would cause twitching. Several years later, the device was explanted for reported normal battery depletion and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.